Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(6).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump was alarming no disposable after infusing 44 hours. The reporter stated that the pump had a locking screw whose spring part was broken and hard to tighten. No patient injury was reported.